Manufacturer narrative:
Corrected information has been provided in a2(patient age at the time of event); a3a(se); a4(weight of the patient); d6a and d6b

Manufacturer narrative:
B5 updated with additional information received from the clinical site.

Event description:
Additional information received noting that the patient was bridge to recovery and was successfully weaned and explanted.

Event description:
33-year-old female admitted with severe acute biventricular failure with cardiogenic shock. To cath lab. Pulseless electrical activity (pea) cardiac arrest after ventricular tachycardia (vt). Profoundly hypoxic requiring multiple pressors for hypotension. Impella cp placed. Started achieving flows of 3.6l. Multiple suction alarms requiring volume administration. Vent maxed at 100%/peep 15. Decision made to cannulate for veno-arterial extracorporeal membrane oxygenation (va ECMO) and transfer to rochester on (B)(6) 2025. Patient implanted with impella 5.5 for ecpella support at new hospital. On (B)(6) 2025 ECMO decannulation. Leak from purge sidearm from impella 5.5. On (B)(6) 2025 impella weaned off and removed. Patient was admitted in cardiogenic shock, so the symptoms of cardiac failure, respiratory failure, hypotension, tachycardia, and cardiac arrest were most likely due to that. Once the cp was placed, patient experienced some hypovolemia requiring volume, which could be associated with the pump, although patient was already on vasopressors due to cardiac arrest. Once patient placed on ECMO and then impella 5.5, he recovered without incident on that pump.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.